Manufacturer narrative:
H6- device evaluation: lens was returned dry with residue/debris on product , inside a microcentrifuge vial. Visual inspection found the haptics bent. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -10.00/1.5/084 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023 the lens was removed due to refractive surprise. A replacement lens of different power was later implanted and the problem resolved. " normal, without signs and symptoms" was reported for status of the eye.